Manufacturer narrative:
Patient with acute hypotensive event while on toilet, with drop in impella flows per physcian to 1-1.4lpm. The patient was returned to bed before patient experience syncopal episode. Impella placement signal low alert displayed in alarm history. Hemodynamics restored once in bed. Transthoracic echocardiogram (tte) performed showing device migrated deep, , 6.8-7cm. Surgeon at bedside and retracted to 4.3cm from av annulus on tte. Resistance noted while attempting to retract device. Difficult to position code added to h6 medical device problem code for the resistance upon positioning hypotension not added due to no medication, fluids or mechanical support added. Device in wrong position code not added due to staff successfully repositioning pump.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the anticontamination sleeve product damage was not determined due to insufficient clinical details and no product return. The cause of the difficult to position was not determined due to insufficient clinical details and no product return available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical direct aorta for mechanical circulatory support. The distal portion of the sterile sleeve was separated and no longer intact. It was cleaned with chlorhexidine gluconate and resecured with tegaderm by the registered nurse (rn). The intensive care unit rn informed the cardiovascular intensive care unit provider team.

Manufacturer narrative:
Additional information was received and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to durable left ventricular assist device. D6b explant date has been updated accordingly (with d6a implant date repopulated). Correction. D4 catalog number and d4 serial number were updated, corrected accordingly.